Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, this is to notify you about a complaint received yesterday regarding a defect in a polyethylene marathon liner from (j&j). The incident happened during a tha surgery in hospital, when technician (name removed) opened the item, material was very sticky to the inner pack which was obviously melted ¿ technician tried to get item out, but unfortunately the melted plastic pack was broken and the product fallen down at floor¿. Photos were provided for review. See attachment "photo 1", "photo 2" and "photo 3". Review of the photographic evidence revealed that both blister packaging were deformed and warped. Additionally, the blister containing the implant appears to be broken. Based on the warped and broken condition, it is reasonable to suspect that the package was difficult to open due to the deformation, and the sterility of the product may have been compromised once it was dropped to the floor. Per a previous data review activity completed in q1 2023 related to deformed/melted blister packaging, the potential cause of the deformed/melted blister packaging, cannot be traced to manufacturing or other jnj controlled facilities through which finished goods are distributed. Once the product leaves j&j medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to exposure to extreme temperature conditions outside of j&j medtech orthopaedics control. A manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 neut 32idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, this is to notify you about a complaint received yesterday regarding a defect in a polyethylene marathon liner from (j&j). The incident happened during a tha surgery in hospital, when technician (name removed) opened the item, material was very sticky to the inner pack which was obviously melted ¿ technician tried to get item out, but unfortunately the melted plastic pack was broken and the product fallen down at floor¿. Photos were provided for review. See attachment "photo 1", "photo 2" and "photo 3". Review of the photographic evidence revealed that both blister packaging were deformed and warped. Additionally, the blister containing the implant appears to be broken. Based on the warped and broken condition, it is reasonable to suspect that the package was difficult to open due to the deformation, and the sterility of the product may have been compromised once it was dropped to the floor. Per a previous data review activity completed in q1 2023 related to deformed/melted blister packaging, the potential cause of the deformed/melted blister packaging, cannot be traced to manufacturing or other jnj controlled facilities through which finished goods are distributed. Once the product leaves j&j medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to exposure to extreme temperature conditions outside of j&j medtech orthopaedics control. A manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 neut 32idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿this is to notify you about a complaint received yesterday regarding a defect in a polyethylene marathon liner from (j&j) the incident happened during a tha surgery in hospital, when technician (name removed) opened the item, material was very sticky to the inner pack which was obviously melted ¿ technician tried to get item out, but unfortunately the melted plastic pack was broken and the product fallen down at floor.¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that both blister packaging were deformed and warped. Additionally, the blister containing the implant was also broken. Based on the warped and broken condition, it is reasonable to suspect that the package was difficult to open due to the deformation, and the sterility of the product may have been compromised once it was dropped to the floor. Per a previous data review activity completed in q1 2023 related to deformed/melted blister packaging, the potential cause of the deformed/melted blister packaging, cannot be traced to manufacturing or other jnj controlled facilities through which finished goods are distributed. Once the product leaves j&j medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to exposure to extreme temperature conditions outside of j&j medtech orthopaedics control. A manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar +4 neut 32idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [121932452 / jt8869] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.

Event description:
It was reported that there was a defect in a polyethylene marathon liner. The incident happened during a tha surgery. When the technician opened the item, the material was very sticky to the inner pack which was obviously melted; technician tried to get the liner out, but the melted plastic pack was broken and the product fell to the floor. Another size liner was available for use. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.